Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented for routine device check. The right ventricular lead exhibited noise episodes. The patient was asymptomatic. Isometrics could not reproduce the noise. No intervention was performed. The patient would continue to be monitored.